Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ red particles observed on the surface of the shell and inside the gel. ¿ creases were observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, g2, h3, h6.

Event description:
Patient reported right side rupture. Rupture was confirmed during the surgery. Capsulectomy was performed. The device has been explanted and replaced.

Event description:
Rupture was confirmed during the surgery. Capsulectomy was performed. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.